Event description:
It was reported that the right atrial (ra) epicardial lead displayed high thresholds. Atrial capture was greater than the maximum output of the device. The lead was explanted and a transvenous system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).